Event description:
It was reported that the device separated inside the patient, requiring surgery. The target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad) which was over 70% stenosed. A 1.25mm rotapro was engaged in the vessel. Deceleration was noted and the device was moved proximal in the vessel to continue with a 1.50mm burr. Dynaglide was used, however the burr was stuck proximally in the vessel. A high-pitched noise was noted and the speed increased and the device stalled when attempting to use dynaglide to remove the device. A wire was engaged next to the device with a balloon, the shaft was cut and a guide extension was placed over to remove and pull out, however resolution was not found. The patient underwent surgery to remove the device which was unsuccessful. A section of the artery was cut out to remove the burr and bypass the vessel. There were no remaining parts inside the patient. The patient was stable following the surgery.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro advancer and the 1.25mm burr catheter used in the procedure. The alleged 1.5mm burr catheter was not returned for analysis. The advancer, handshake connections, burr housing, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device found that the advancer handshake connection was bent. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run due to the bent advancer handshake connection. Product analysis was able to confirm the reported stall, as the device stalled and would not run due to the bent handshake connection. The reported separated shaft was not able to be confirmed, as the alleged 1.5mm burr catheter was not returned for analysis. The reported rotational speed issues and unusual noise could not be confirmed as the device stalled and would not run. The reported stuck burr was unable to be confirmed, as the alleged burr catheter was not returned for analysis and procedural circumstances were unable to be replicated.

Event description:
It was reported that the device separated inside the patient, requiring surgery. The target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad) which was over 70% stenosed. A 1.25mm rotapro was engaged in the vessel. Deceleration was noted and the device was moved proximal in the vessel to continue with a 1.50mm burr. Dynaglide was used, however the burr was stuck proximally in the vessel. A high-pitched noise was noted and the speed increased and the device stalled when attempting to use dynaglide to remove the device. A wire was engaged next to the device with a balloon, the shaft was cut and a guide extension was placed over to remove and pull out, however resolution was not found. The patient underwent surgery to remove the device which was unsuccessful. A section of the artery was cut out to remove the burr and bypass the vessel. There were no remaining parts inside the patient. The patient was stable following the surgery.